Event description:
It was reported that a malfunction occurred with the pump, displaying a malfunction code 16. There was no reported impact on the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, but the issue persisted. Consequently, a replacement pump was arranged, and the customer reverted to multiple daily injections (mdi) as a backup therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.